Event description:
It was reported that during the use of the product, a "no disposable, pump won't run" alarm went off. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device is unknown.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Four (4) pictures were attached, during evaluation it can be observed a cassette product from different angles, a side view show the pump tube with arch high height; however, in none of the picture it can be appreciate the confirmation of the failure mode. Visual inspection: the sample don?t present any damages, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Sample was received without blue clip and without white cap. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Sample was fully priming and connected without difficult, the pump was set running and no alarms was activated. Complaint is not confirmed. The cause of the reported problem could not be determined. There is no non-conformance or deviation related to the failure reported in the device history record for finish good and component associated to this device., corrected data: h4: correction: device manufacturing date: 18-aug-2021.